Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A36516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("heavy periods.,menorrhagia"), autoimmune disorder ("autoimmune-like symptoms"), kidney infection ("kidney infection"), pancreatitis ("pancreatitis"), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laproscopic total hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, autoimmune disorder, kidney infection, pancreatitis, infection and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, infection, kidney infection, menorrhagia, pancreatitis, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: trailing coils: left-2, right: 6. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. A36516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("heavy periods.,menorrhagia"), autoimmune disorder ("autoimmune-like symptoms"), kidney infection ("kidney infection"), pancreatitis ("pancreatitis"), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laproscopic total hysterectomy; bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, autoimmune disorder, kidney infection, pancreatitis, infection and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, infection, kidney infection, menorrhagia, pancreatitis, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: trailing coils: left-2, right: 6. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc.(product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.